Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had no therapeutic benefit, as they still had urinary incontinence, was not getting any relief, couldn't make it to the bathroom on time, still used two pads at night, and had urine running in every direction. A healthcare professional (hcp) told them they would never have to use a pad again, or have bladder problems, if they got the device and pushed the patient into getting the implant done, even after the patient had just had a shoulder replacement surgery. They wanted the implantable neurostimulator (ins) removed because they were worried about their health and thought that the ins may have been sending out some signals in their body that were causing problems and making pain in their shoulder, groin, and hips, from two previous shoulder and hip replacements, which were prior to the device, worse. The most recent shoulder replacement was on (B)(6) 2016, with the first post-op visit on (B)(6) 2016. They went back on (B)(6) 2016 because the pain in their shoulder was starting. Their right shoulder was bothering them so bad and it wasn't getting any better. They wanted the ins removed to ensure that it wasn't causing problems with all the other metal in their body from the hip and shoulder surgeries. It was also reported that they had post-op pain at the implant site in their right buttock. Their hcp only took a few minutes to visit with them and then left. It was noted that the pain was improved, but was still present at the ins site when they turned a certain way in bed or scooted a certain way. They didn't know if the ins was affecting their shoulder and hip pain. At the post-implant visit, the hcp put the patient programmer (pp) over the ins surgery site and was rubbing the pp all over the wound site, which hurt the patient, and the hcp exclaimed that it wasn't working, but didn't explain anything. They called a manufacturer representative (rep) to make an appointment in, (B)(6) 2017, for the rep to look at things. The patient didn't know if the hcp was referring to the ins or the pp and the rep never contacted the patient. They were told by the surgeon, who did their shoulder surgery, that they didn't know much about the device and to go get the device checked out. They had an appointment set with their hcp for (B)(6) 2017, but didn't want to go to that hcp anymore and wanted to find an hcp to remove the device. They had an appointment scheduled with a new primary care hcp for the day following the report. It was also reported that they had a lump in their rump, which was confirmed that it was the stimulator and the area was raised. It had been that way since they were implanted. The patient also had vaginal dryness, prior to the device, but it had gotten worse in (B)(6) 2017. They were prescribed a vaginal cream for this.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the patient was having the system removed. There were no further complication reported or anticipated.